Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a piece of plastic of scalpel was merged and part of it fell into the patient's cavity. The piece was fully retrieved. There was n no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found scratches on the blade and the blue plastic injection part. No traces of melting. The scratches appear to be in the opposite direction of product assembly. The investigation by the supplier found scratches on the blade and the blue plastic injection part. No traces of melting. The scratches appear to be in the opposite direction of product assembly. The manufacturing process was examined and there in nothing in the process that would have caused the scratches. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a piece of plastic of scalpel was merged and part of it fell into the patient's cavity but did not fully disengaged. The piece was also fully retrieved. There was no patient injury.